Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up MDR will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 6 years after the dental implant and abutment were placed in ada site 10, the implant lost osseointegration in type iii bone. Clinician noted granulated tissue around the implant, bone loss and severe inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up MDR will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 6 years after the dental implant and abutment were placed in ada site 10, the implant lost osseointegration in type iii bone. Clinician noted granulated tissue around the implant, bone loss and severe inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).